Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage."(B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh exposure, pelvic pain/discomfort, dyspareunia, emotional changes, depression/anxiety, unable to have sexual intercourse, cystocele (prolapse), hypotension/low blood pressure, uterine perforation from an intrauterine device, recurrent vaginal pain, urinary incontinence, urinary retention, uterine prolapse, vaginal bleeding, pelvic pressure, leakage, blood loss, anterior vaginal defect/folded mesh, scar tissue (scarring), squamous lined fibrovascular tissue with chronic inflammation, foreign body giant cell granulomatous reaction, and non-surgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient and urgency.